Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed for separation. The root cause is undetermined. Visual inspection found that the male luer was separated from the tubing.

Event description:
The customer reported to baxter healthcare one clearlink continu-flo solution set in which the soft tubing pulled apart from the hard luer, which was connected directly to the patient's IV catheter. The customer stated that only unspecified maintenance fluids were being administered at the time of the event to the patient who was scheduled to receive chemotherapy for an unspecified condition. Per the report, the problem was detected shortly after connecting, when the patient moved her arm. The customer stated that there was no stretching or hard pull on the tubing. The customer stated that no harm is reported for patient, who was alert, orientated and cooperative during the event. Per the report, the tubing was changed immediately; the new tubing was flushed and treatment continued without further event. No further information is available at this time.